Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of two endo gia¿ 60mm articulating vascular/medium reloads. Visual inspection of the cartridge noted that both reloads were partially applied to the 2cm cut line. During functional evaluation, each reload was loaded into a post market vigilance (pmv) instrument. In reload 1, it was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the reload 1 anvil was deformed at the clamping feature. Further functional testing found both reloads to apply to test media with proper transection and staple formation. Functional testing also confirmed the safety interlock feature successfully prevented both reloads from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of anvil clamping feature deformation and bowed anvil condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a prostatectomy, the reload did not fire properly. One reload did not fire all the way, the other reload they felt did not cut (or apply staples). There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.